Event description:
During an infusion on a patient, IV set was found to be leaking at the bottom joint of the burette. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. The IV administration set has been requested for investigation but not received to date.

Manufacturer narrative:
Manufacturer's report date: 02/19/2009. Patient information requested and all available information is included. This report was filed by the manufacturer.